Manufacturer narrative:
The investigation determined that lower than expected vitros total -hcg ii (bhcg) results were obtained from non-vitros (biorad) quality control (qc) fluids when tested on a vitros 5600 integrated system. The definitive assignable cause of this event could not be determined. On (B)(6) 2018 is the only day lower than expected results were produced on the vitros 5600 instrument of the same magnitude for two levels of non-vitros biorad quality control fluid. The results from (B)(6) were flagged with re, indicating they were obtained from an expired reagent pack. An issue with product handling or a fluid mix-up could not be confirmed or ruled out by the customer. Although current analyzer performance was confirmed with a precision test, no precision test was run on this day. An issue with vitros b-hcg lot 2160 is unlikely as historical qc data meets expectations when used on another vitros 5600 instrument in the customer¿s laboratory. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros bhcg reagent lot 2160. This event appears to be a transient issue occurring only on (B)(6) 2018 and neither the instrument nor reagent can be ruled out as a possible cause. The assignable cause of the event could not be determined.

Event description:
A customer obtained lower than expected vitros total -hcg ii (bhcg) results from non-vitros (biorad) quality control (qc) fluids when tested on a vitros 5600 integrated system. Biorad qc results: lot 40351 observed result <2.39 miu/ml or iu/l vs expected result of 7.39 miu/ml(iu/l). Lot 40352 observed result <2.39 miu/ml or iu/l vs expected result of 23.4 miu/ml(iu/l). Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros bhcg results were obtained from non-patient, qc fluids. However, the investigation could not rule out whether patient samples would not be affected if the event was to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).